Manufacturer narrative:
Investigation results: received 108 sealed units from lot 3198983 for the investigation of this complaint. A gross visual inspection shows that all the units are sealed in their packaging and no physical damages are observed. Per the customer¿s verbatim, the needle didn¿t retract in their barrel. Investigation was performed by sampling the units from lot 3198983. Each unit was removed from its sealed packaging, tip adhesion performed, and the safety button pushed. All the units passed the test and failure to retract was not observed. The defect reported by the customer was therefore not confirmed on the returned units. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the defect of failure to retract was not confirmed. Probable root cause conclusion(s): cannot be determined in the absence of a confirmed defect.

Event description:
No additional information.

Manufacturer narrative:
Lot number has been confirmed. Tabs d & h updated.

Event description:
No new information to report.

Event description:
It was reported that bd insyte autog bc needle partially retracted. The following information was provided by the initial reporter: needle doesn't retracted well needle doesn't retracted well - partially retracted. They said it felt like it was ¿sticking¿ kindly provide a event date for all event. No specific date.

Manufacturer narrative:
Unable to verify lot # 3198983. It does not align with the reported material #. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.